Event description:
The consumer reported that an infection was confirmed and the complete system was removed on (B)(6) 2016. The patient stated that the surgeon and infectious disease physician told her she had an infection, but her pain management physician thought it was a seroma. On the follow-up appointment on (B)(6) 2016 the patient did not show any signs of infection and then on (B)(6) 2016 her back opened up and stuff started pouring out. The patient reported that the stuff pouring out was a burgundy/gold color but it did not have an odor. The patient thought that the leads had overheated which caused the infection and she was in the hospital from (B)(6) 2016 until (B)(6) 2016 on IV antibiotics. The patient stated that the stitches were tight and not forgiving. The indication for use was non-malignant pain.

Manufacturer narrative:
Continuation of d11: product ID 39565-65 lot# serial# (B)(6) implanted: (B)(6) 2015 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported used to have an spinal cord stimulation (scs) system and "it over headed and melted into my spine" and "then the leads broke' so they removed the therapy "maybe 2014-2015."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.